Event description:
It was reported that the pump touch screen times out early. There was no information provided regarding the impact on the customer's blood glucose level. Customer declined follow-up from technical support, and no further information was obtained.